Event description:
Ous MDR - it was reported that this device was showing eri via home monitoring. During followups the battery was at mol1. There seemed to be an inconsistency in battery voltage so this device was replaced.

Manufacturer narrative:
The ICD first underwent a status interrogation, and the device memory was analyzed. Matching the clinical observation, the device status was eri, 19 charge processes had been documented. The charge drawn from the battery was checked. The check indicated a discharge of the battery that did not meet expectations. The current uptake of the device was then tested, which proved to be unremarkable. An additionally performed long-term study of the current uptake also did not show any irregularities. The icds capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specifications with a defibrillation shock. The specified energy level was reached, and the charge time was as expected. The ICD was then opened. The visual inspection of the internal structure did not show any irregularities. The battery voltage was measured directly. The measurement confirmed a battery discharge not meeting expectations. The battery was therefore returned to the manufacturer of the battery for an extensive analysis. First, a microcalorimetric measurement of the battery was performed. It showed a slightly increased heat tone. In a next step, the battery was opened and examined. A short-circuit was detected within the battery. This short-circuit enabled an increased battery-internal self-discharge that contributed to a premature battery depletion. In summary, premature battery depletion was confirmed during the analysis of the ICD. The clinical observation resulted from an increased self-discharge of the battery. The electronic module proved to be without defects during the analysis. Based on the analysis, the therapy functions critical for the safety of the patient were available without restrictions during the implantation time.